Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. 1. We tested the standby current of returned meter, the result was 1.5a. The criteria is <55a. Pass. 2. Meter setting, audio and all buttons function are ok. 3. We tested the suspected meter with in house control solution and in house strips (strip lot number:d180315-1). The control solution tests for level low were 59/59 mg/dl, for level high were 266/259 mg/dl. The request control solution ranges are: level low 35~85 mg/dl; level high 210~320 mg/dl. All results were within the acceptance range. Pass. 4. Patient's strip lot#d131223-1 was manufactured on dec. 23, 2013 and expired in dec. 2015, which is expired for more than 3 years. Patient used expired strips to test blood which might caused or contributed to error readings. User issue.

Event description:
It was reported that medical attention was sought on (B)(6) 2018 between 3:00-3:30 pm after the end-user received 3 results of hi from his prodigy diabetes meter. The end-user stated that due to getting results of hi, he took 8 units of humalog which caused him to pass out. Ems was called and arrived within 5 minutes. Ems started an IV and transported the end-user to the ER. End-user does not recall what his blood sugar was when he arrived. End-user stated he was given IV fluids but cannot recall what he was given. He was also given medicine to lower his blood pressure due to it being too high. End-user was hospitalized for 2 days. His blood sugar was 177mg/dl upon discharge and he was told to follow up with his primary dr. End-user was treated at (B)(6) hospital located at (B)(6).